Event description:
It was reported that during the device change, the physician noticed that the left ventricular (lv) lead conductor wire was exposed. The lead was repair with silicone and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) biv ICD implanted: 2010 (B)(6); 407645 lead implanted 2010 (B)(6). (B)(4).